Manufacturer narrative:
Nevro is awaiting for the analysis result of the returned device. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient developed a seroma at the ipg site. The fluid from the seroma leaked. The seroma was drained; however the device was explanted as the physician was concerned about potential infection in the future. The patient was receiving effective therapy prior to the event and is planning for future reimplant. There was no report of further complication.

Manufacturer narrative:
The system was explanted and returned for analysis. Visual analysis of the returned devices did not find any anomaly. The devices were functionally tested and analyzed. The devices operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing and sterilization records for all implanted devices were reviewed and no nonconformities were found.